Manufacturer narrative:
The complaint of needle retraction issues could not be confirmed from the unit package that was provided for investigation. The packaging had been opened, and the device was not returned with the packaging. No damage or defects were observed on the packaging that would have contributed to the reported event. There were no other similar complaints from the implicated lot. Although the returned packaging and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Injuries or adverse event: no reported issue: needle would not fully retract after hitting the retract button customer response on (B)(6) 2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025